Event description:
The manufacturer received information alleging a ventilator's nurse call connection was broken. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's interface board needs to be replaced to address the issue.